Event description:
It was accompanied by bleeding [hemorrhage]. Case description: this case was reported by a consumer and described the occurrence of hemorrhage in a patient who received haleon toothbrush (sensodyne toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started sensodyne toothbrush. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced hemorrhage (serious criteria haleon medically significant). The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the hemorrhage was recovered/resolved. The reporter considered the hemorrhage to be related to sensodyne toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via e-commerce store on 26jul2023. The consumer reported that, "how should I put it, this toothbrush is very characteristic, with convex sides and a concave middle. Not suitable when I first brushed it, and it was accompanied by bleeding, but it was fine later. Maybe the bristles were too hard when I first used it, so it's not suitable for me anyway."

Manufacturer narrative:
Argus case: (B)(4).